Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had angulation cable issue. The issue was found during diagnostic colonoscopy diagnostic procedure and the patient was under sedation. It was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d4, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair center and was evaluated. Based on the results of the investigation, a probable root cause could not be identified. The device investigation identified the following non-reportable malfunctions: scope has low angulation and play on both controls knobs due to angle wire issues three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.